Event description:
During the evaluation of a spectrum pump for a separate symptom, it was found by baxter that the device was experiencing a system error 322.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was received and evaluated by baxter. The system error 322 was confirmed through the event history log, as well as reproduced during the evaluation. It has been determined that the upper and lower aux were the failing components which caused this deficiency. The upper and lower aux were replaced.